Manufacturer narrative:
This report is filed, june 7, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array resulting in the decision to explant the device. On (B)(6) 2016 the device was explanted. The device has not been made available for analysis as of the date of this report, june 7, 2016.

Manufacturer narrative:
This report filed july 22, 2016.